Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that no occlusions were noted in the valve or catheter. Small tears were noted in the silicone housing. A leak was also noted in the silicone housing on the side of the valve. The root cause of the small tears in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant but this could not be confirmed. As noted in the IFU silicone has a very low cut / tear resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported that: valve passes and when it is observed that testing it is damaged, the liquid is filtered. The chief surgeon calls and notifies. Hydrocephalus valve filters liquid (B)(4) additional information explained that after receiving your email, I reached out to dr. (B)(6), who filed the complaint about the hakim valve (serial (B)(4)). He commented that during a routine inspection of his instruments, he realized that there was a microscopic perforation in the valve. Without manipulating the valve with any instruments, he noticed small droplets of fluids emitting from the valve. He rechecked the valve several times to ensure it was in fact damaged. Once he verified the faulty nature of the valve, he decided to report the event and use another valve from the same line. The event was classified as a problem related to medical devices according to the guidelines set forth by the patient safety program implemented at the hospital. In the end, no harm came to the patient due to this issue. This incident was classified as a level 1 (low risk) event. (B)(4).